Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found an external abrasion noted at 42.8-43.1 cm from the connector pin, consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.